Event description:
It was reported that the screen on-quick bolus button has stopped functioning and the pump will not turn on unless plugged into a power source. The customer is now using manual injections.